Event description:
Reporter stated the up, menu, and check buttons on the infusion device work intermittently and the protective rubber on the up button is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft components of the buttons are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality fulfill the product specifications.